Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for ise tests on the cobas 8000 ise module. The analyzer has been having ongoing hardware issues. The reporter provided data for 22 patient samples and of these, 21 had discrepant results for ise indirect na for gen.2. Incorrect results from these samples were reported outside of the laboratory. Corrected reports were issued for the samples. The samples were initially tested on (B)(6) 2019 and repeated twice on (B)(6) 2019. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.